Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report loss of radio frequency (rf) telemetry during a pacing threshold test. The clinic nurse reported that this has occurred on multiple occasions with multiple programmers in two different follow-up exam rooms. This patient experienced syncope for 2 seconds before the test could be disabled. The clinic nurse discussed all of the troubleshooting done to identify the source of interference. Technical services suggested that the local representative should be notified and request a site survey by boston scientific's crm engineers. The engineers will assess the site for potential emi sources that may be interfering with rf telemetry. The device remains inservice and no intervention was undertaken at this time. Boston scientific received information that a site survey was completed. No external interference was present during the scans and the problems with zip telemetry were due to positioning of the programmer. A closer look article about programmer- pg positioning and the importance of direct line of site was left with the clinic nurse. Additionally, there was a discussion about surface electrograms (ECG) and using all 5 leads. The clinic nurse was informed that the missing brown lead is the ground and should help to reduce the noise in the egms. This missing lead could have been the reason for problems with wanded telemetry. The engineer discussed the importance of rerouting the leads away from the wand, during the session with a patient; the leads should not be on top or under the wand.